Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that: on (B)(6) 2004 surgical procedure: l3-l4 and l4-l5 posterior and posterolateral decompression,fixation l3, l4, and ls, arthrodesis posterolateral l3-l4, l4-l5 with local graft, left ileac crest graft and rhbmf2, arthrodesis to two levels as well. On (B)(6) 2005 ¿ surgical procedure: c5-6 and c6-7 anterior discectomy, foraminotomies, and interbody fusion using allograft spacers and de mineralized bone matrix and anterior cervical cslp plate. On (B)(6) 2006 ¿ lumbar spine findings: the laminectomy defect is seen at l4-l5. Posterior fusion rods are in place with screws extending into the vertebral bodies bilaterally at l3, l4 and ls. A crossbar is in place and connects the rods at the l3-l4 level. Incidental note is made of surgical clips in the right upper quadrant from a cholecystectomy. The lumbar spine appears to be in normal alignment. Moderate disc space loss is seen at l2-l3, l3-l4, and l4-l5. Impression: posterior fusion of l3, l4 on l5. Cervical spine findings: there is grade anterior subluxation of c7 on t1. There is anterior fusion of the c5, c6 and c7 vertebral bodies with prosthetic disc in place at cs-c6 and c6-c7. Disc space loss is seen at c6, c7 and t1. Impression: anterior fusion of c5, c6 and c7 with prosthetic discs in place. Grade 1 anterior subluxation of c7 on t1, probably on a degenerative basis. On (B)(6) 2007 ¿ cervical spine (ap and lateral) impression: anatomical alignment continues to appear well maintained and anteriorly fused cervical spine at c5 through c7 levels lumbar spine (ap and lateral) ¿ findings: there is redemonstration of posterior fusion rods with intrapedicular screws transfixing l3 through l5 vertebral bodies. No significant change is visualized in alignment from prior study. Degenerative change is redemonstrated at ll-l2 and l2-l3 levels with disc space loss noted. Multiple clips in the right upper quadrant are once again noted, and no change is seen from prior study. Impression: no significant interval change. Posterior fusion of lower lumbar spine noted. On (B)(6) 2011 spine-lumbar(a-p<(>&<)> lat) findings: the radiographs are somewhat suboptimal, possibly due to technique. There is redemonstration of transpedicular hardware at l3 to l5, with decompressive laminectomy at l4, and paraspinal bone graft with bony synchondrosis, unchanged since previous exam. The vertebral alignment is maintained. There is no compression fracture. Degenerative changes are again noted in the lumbar vertebra with small anterior osteophytes and endplate sclerosis. L3-l4 and l4-l5 disc spaces are reduced in height. There is no abnormal paravertebral soft tissue. Surgical clips are seen in the abdomen. Impression: stable postoperative and degenerative changes in the lumbar spine. Cervical spine findings: there is redemonstration of anterior column fusion at c5-c7 with reduced intervening disc spaces. The vertebral alignment is maintained. There is no spondylolisthesis. The vertebral bodies are normal in height. There is no compression deformity. The prevertebral soft tissue is normal in thickness. The visible lung apices are clear. Impression: stable anterior column fusion. No acute process (B)(6) 2013 cervical spine. Lumbar spine impression: stable appearance of anterior fusion and disc space material at c5-c7 radiographic evaluation of the lumbar spine impression: examination of normal lumbar lordosis. Postsurgical changes from l3- ls moderate osteoarthritis. On (B)(6) 2013 MRI-lumbar spine (w/w/0 contrast) conclusion: postoperative changes in the lumbar spine as described. There is no evidence of infection. There is no evidence of significant canal stenosis. Assessment of the neural foramina is limited due to the metal artifact. Enhancement of the caudal at quinine nerve roots is noted without clumping. Arachnoiditis cannot be ruled out. Numerous medical records from office visits under the care between (B)(6) 2013 excerpts below: on (B)(6) 2006 - the patient complains of lower backache, which occasionally radiates to the left lower limb. She had sustained an electrical shock injury in (B)(6) 2003. Subsequently in (B)(6) 2004, she underwent a surgery of the lower back. She also underwent surgery of the neck in (B)(6) 2005. Two weeks ago she was trying to clear water in the basement and overused her back, which caused her backache with radiation to the left lower limb. The back pain is continuous, it is moderate in intensity and is getting better over the last couple of weeks. On (B)(6) 2013 - assessment: a (B)(6) female with continued neck and low back pain status post fusion with radiculopathy.